Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was prolonged high blood glucose. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by less than 48 hours prior to passing. The customer was trying to do a set change when they passed. The customer would go high due to scar tissue and would have to do a set change to remedy the situation. The customer was not using sensors. The caller declined to return the insulin pump for analysis or perform a pump upload.